Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Territory manager reported hospitalization due to diabetes ketoacidosis. Tm noticed that the insulin pump wasn't priming. The insulin pump was not delivering insulin. The paramedics were called due to high blood glucose. The blood glucose reading at the time of the event was 430 mg/dl. Customer was vomiting. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.